Manufacturer narrative:
An investigation of the reported event was completed. The clinical evaluation confirmed the reported event. Limited patient images were provided for clinical evaluation of the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The devices were returned and device evaluation also confirmed the reported event. The root cause of the reported event is unknown. There is not enough information to determine the root cause. Potential contributing factors to the reported event include patient anatomy, calcification within the blood lumen and surgical trauma from explant of the devices.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. In (B)(6) 2015 the physician identified a type 2 endoleak and sealed the endoleak by coiling. A follow up computed tomography (CT) scan completed on (B)(6) 2016 showed aneurysm growth. The physician elected to explant the device and complete an open repair, the physician identified small holes in the graft where blood was escaping. Patient is in stable condition.